Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that at implant attempt the right atrial lead was pulled on multiple times due to tortuous anatomy and that the lead coils may have been stretched and compromised. The lead was removed and replaced. No patient complications have been reported as a result of this event.